Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the vena cava using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the backend of the rotating hemostasis valve (rhv) broke off while loosening it to introduce the sep12. When the hospital staff attempted to put it back on, the o-ring was missing, and they were unable get a seal. Therefore, the rhv was removed. The procedure was completed using a new rhv. There was no report of an adverse effect to the patient.